Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed; however, it did not show anything that could be evaluated. The actual device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike port of a 250ml intravia container had a separation issue. This issue was described as, ¿the inner spike port sheared off and separated from the outer spike port. The inner section was separated from the outer section with the spike remaining inside the inner section". This occurred while hanging chemotherapy on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.